Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged on (B)(6) 2017 the patient experienced a blood glucose of 600mg/dl, with polyuria, trace ketones, and symptoms of dehydration, associated with an alleged inaccurate delivery issue. Reportedly, the patient remained on the pump, and received treatment of insulin via injection and insulin via pump, in their doctor¿s office by their healthcare provider. During troubleshooting with customer technical support, it was revealed the patient¿s healthcare provider adjusted the pump basal rate, and bolus settings. The basal delivery totals in total daily dose did not match due to the use of the suspend feature, and accessed basal edit screen and prime menus. The basal history matched the active basal program settings. The bolus totals matched, and all boluses were recorded as programmed. The patient was referred to their healthcare provider for diabetes management. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the pump.